Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. No lot # provided. Medical device expiration date: unknown. (B)(6). PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported that bd sentry¿ safety lancet had the needle removed when the cap was taken off.